Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician was unsure if the event was related to the rv lead or the device. The rv lead and the pacemaker were explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2023-94726.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.